Event description:
It was reported the pt has been experiencing pocket heating for a year. The issue occurs when stimulation is on. The pt will meet with an sjm rep and his doctor to troubleshoot the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.